Manufacturer narrative:
H6 updated; a150202 removed. The investigation is ongoing.

Manufacturer narrative:
Corrected information was provided in b1, d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the bleed was unable to be determined due to insufficient clinical details. The cause of the failure to advance was most likely use issue related since the sheath and the cp pump was placed in the vein instead of accessing via the artery.

Event description:
The complainant reported that a patient in non-st elevation myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support and experienced bleeding that required blood transfusion, medication, and surgical intervention to resolve after the vein was accessed instead of the artery and resulted in the impella cp implant being aborted. It was reported that the patient was admitted to the hospital in non-st elevation myocardial infarction and was undergoing a coronary intervention to the right coronary artery (rca). After a stent placed to the rca, the rca was noted to have no reflow and the patient became hypotensive. The medical team made the decision to place an impella cp and attempted to access both of the patient¿s femoral arteries for impella cp placement, however both iliac arteries were found to be 100% occluded. Surgery was then called to access the left axillary artery for insertion; however, the left axillary vein was accessed instead. The impella introducer and catheter were inserted into the left axillary vein and then removed. It was reported that surgery attempted to close the left axillary vein access site but was unsuccessful and it was reported that the access site would not stop oozing. A 14 french short cook sheath was inserted into the left axillary vein; thrombin was administered at the site and manual pressure was held. Approximately 30-45 minutes later, the right axillary artery was accessed, and a new impella cp was implanted successfully. During this period, laboratory values demonstrated ph of 7.08 and hemoglobin of 6 g/dl. The patient received four units of fresh frozen plasma, six units of packed red blood cells, and multiple ampules of sodium bicarbonate. The patient was transferred to the intensive care unit on impella mcs and additional blood products (2 units) were subsequently administered. Subsequent laboratory testing showed improvement in ph to 7.28 and hemoglobin to 10.2 g/dl. The impella cp pump 2 provided circulatory support for approximately six hours; however, the patient¿s hemodynamic status continued to deteriorate. The patient expired while on impella support. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6) 14fr introducer used with pump 1, with serial number (B)(6). This MDR specifically addresses 14fr introducer used with pump 1, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for pump 1 impella cp associated with this complaint.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 69-year-old female with a medical history significant for coronary artery disease presented with a non-st-segment elevation myocardial infarction (nstemi). Cardiac catheterization revealed severe right coronary artery (rca) disease. Percutaneous intervention with rotational atherectomy and stent placement was attempted but was unsuccessful. The rca subsequently developed no-reflow. At this point the patient became hypotensive and was intubated. The decision was made to place the patient on impella mechanical circulatory support (mcs). Femoral arterial access was attempted; however, both iliac arteries were found to be 100% occluded. Cardiothoracic surgery was consulted for left axillary artery cutdown. However, the physician ended up placing the introducer sheath and impella cp pump 1 into a vein rather than the artery. The impella cp pump 1 was removed, and access was then obtained via the right axillary artery. Surgical closure of the initial access site was unsuccessful, and a 14 fr sheath was placed, left in the vein. After approximately 30¿45 minutes, an impella cp pump 2 was successfully implanted. During this period, laboratory values demonstrated ph of 7.08 and hemoglobin of 6 g/dl. The patient received four units of fresh frozen plasma, six units of packed red blood cells, and multiple ampules of sodium bicarbonate. The patient was transferred to the intensive care unit on impella mcs and additional blood products (2 units) were subsequently administered. Subsequent laboratory testing showed improvement in ph to 7.28 and hemoglobin to 10.2 g/dl. The impella cp pump 2 provided circulatory support for approximately six hours; however, the patient¿s hemodynamic status continued to deteriorate. The patient expired while on impella support. Based on the available clinical information, the patient¿s underlying clinical condition contributed most to the death outcome (cardiogenic shock [scai stage d] secondary to acute myocardial infarction and severe underlying coronary artery disease) rather than the performance of either impella device. For reporting purposes, the event is conservatively assigned to the impella cp pump 1 due to a delay in initiation of mechanical circulatory support associated with inadvertent venous placement, which was caused by the user. Device status. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed. The initial MDR 1220648-2025-48422 was submitted for the impella cp. Upon internal review/investigation, it was determined that the 14 french introducer was also involved in the reported event. This MDR is being submitted as a cross-reference to correct the administrative omission of the second suspect device. As this report was submitted within 30 days of identifying the correction, this report is considered timely. Related medical device reports: this 14 french introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.